Event description:
I don't know the exact date, my eyes really started itching in early summer, I thought maybe allergies so I waited it out. My eyes are even worse now, itch all the time, water and tear and are blurry. I continue to get eye sty's and tender eyelids along with swelling in the corner of my eye. I have an appt with my eye dr on monday, (B)(6) 2019. Optics medical.